Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cap of a one-link extension set had disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.